Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Trigger was stuck in cutting mode, causing the blade to osculate without the trigger being manually pressed. Tka procedure.

Manufacturer narrative:
Reported event: it was reported that the trigger of the mics was stuck during the tka case product evaluation and results: no device inspection could be completed as the product was not available for evaluation. (B)(4) has been initiated in regards to missing product. Product history review: review of the product history records indicate25 devices were manufactured under lot no k0a3c and accepted into final stock on 09/16/2016. Review of (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k0a3c shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Trigger was stuck in cutting mode, causing the blade to osculate without the trigger being manually pressed. Tka procedure.